Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Analysis was performed on the returned device. Although it was reported that the sutures were not present, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The suture retrieval issue was confirmed as an anterior needle to cuff detachment was observed. A conclusive cause for the reported needle to cuff miss/suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a moderately calcified common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed, no suture was present. The aaa procedure was completed and hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.